Event description:
It was further stated that "last few infections have been at burr hole site as well as pocket," but it was unknown what event this pertained to. The information was also reported in manufacturer's reports #3007566237-2013-03854, 3004209178-2013-20039, and 30042091 78-2013-21568.

Event description:
It was reported that there was an infection at the burr hole and an explant was a required action. It was noted that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # va023l5, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va07gd1, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).